Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting at the yaw pulley. The instrument passed the electrical continuity test. The complaint regarding defective instrument was confirmed by failure analysis.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument was found defective. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the central processing, the cable of the fenestrated bipolar forceps was defective.